Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that a the patient had right knee swelling, acute renal failure and positive staph aureus right knee that required surgical procedure.